Event description:
It was reported by service report that during an annual preventative maintenance, it was discovered that the cot had a bad fowler cylinder. No adverse consequences have been reported.

Manufacturer narrative:
Annual preventative maintenance.